Event description:
It was reported that during the installation of the helium cylinder and pre-delivery inspection, the cardiosave intra-aortic balloon pump (iabp) gas leaked after a few seconds or immediately after opening. Additionally, it was reported that the yoke screw hardened which made it difficult to remove the cylinder. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The helium regulator and pressure transducer 3500 were replaced to a new one and the issue was resolved. If additional information is received, we will reopen and update the complaint. The following investigation was performed by a technician of the (B)(4) failure analysis and testing dept. (Fat) wayne, nj: the helium regulator was observed per the cardiosave service manual with no visual damage. The failure analysis and testing dept. Installed the helium regulator into the cardiosave test fixture and could not verify the leak as per factory specifications per procedure and the cardiosave service manual. Helium transducer regulator was tested and passed all tests with no leaked observed. (7mmhg drop in 5 min. - spec is less than 20mmhg drop) helium transducer regulator will be held in the fat dept. Per procedure. The following investigation was performed by a technician of the (B)(4) failure analysis and testing dept. (Fat) wayne, nj: the pressure transducer 3500 was observed per the cardiosave service manual with no visual damage. The failure analysis and testing dept. Installed the pressure transducer 3500 into the cardiosave test fixture and could not verify the leak as per factory specifications per procedure and the cardiosave service manual. Pressure transducer 3500 tested ok. Pressure transducer 3500 will be held in the fat dept. Per procedure.